Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This case represents the sheath used in the case. The investigation is ongoing.

Event description:
During implant of a 29 mm sapien 3 valve in the aortic position, the commander delivery system balloon ruptured. The valve was deployed with 90% to nominal inflation volume when the balloon burst. The valve was implanted in a stable position. The balloon would not come back into the sheath and the sheath liner ¿split¿ while trying to get the ruptured balloon back into the sheath. The devices were removed together. After removal of the devices, a laceration/dissection of the artery was observed and a cut-down was performed to repair the artery. The patient did not have significant blood loss. At the time of the report the patient was stable. The balloon burst was considered to be due to the patient¿s annular calcification. The patient native annulus measured 544 mm2, had severe native leaflet calcification, severe native annular calcification, and mild root calcification. The patient¿s access vessel minimum luminal diameter was 9.7 mm, was mildly calcified and mildly tortuous.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-03623. The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. An image of the device post-procedure was provided and shows the sheath liner is circumferentially delaminated with the marker band intact. The delivery system remains inserted with the inflation balloon caught on the distal end of the liner. Per the report, the inflation balloon ruptured prior to withdrawing the delivery system. A ruptured balloon would result in a disturbed balloon profile that could have increased the chances of the balloon getting caught on the sheath tip. Applying force to withdraw the delivery system could have delaminated the liner. Although a definitive root cause is unable to be determined at this time, available information suggests that procedural factors (withdrawal of ruptured balloon) likely contributed to the complaint event. During manufacturing, the sheath shaft components were 100% visually inspected for the following: wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner); protruding/missing material; cross linking of hdpe (blue) across liner (clear); holes or tears on the strain relief; delamination; witness lines with exposed ptfe liner; remnant lines (white lines); seam separation; stress line(s) in the liner; notches on the bottom side of the liner when holding flared proximal end of shaft in the left hand; presence of c-marker band; flash and excess material; protruding/missing material (serrated transition, holes, or rough surface) or tears in the tip; for 16f only: blending of hdpr and strain relief. During the manufacturing process the esheath final assemblies were 100% visually inspected for the following: verify shaft outer diameter (od), tip inner diameter (ID), tip length, coating length, working length, and strain relief length; delamination; seam separation; wrinkles, kinks, or mechanical damage (including scratched/torn liner); protruding/missing material; witness lines with exposed ptfe liner; stress line(s) in the liner; cross linking of hdpe (blue) across liner (clear); notches on the bottom side of the liner when holding the housing in the left hand; remnant lines (white lines); holes, tears, or wrinkles on the working length of strain relief; serrated transition, holes, or rough surface on the tip interface; visually inspect the tip for protruding/missing material (serrated transition, holes, or rough surface), presence of the c-marker band, excess material, flash, tears, bubbles, presence of scoring and proper scoring on the od and ID, and ID scratches in the liner expansion pathway; blending of hdpr and strain relief. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The work order was only released after all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, procedural factors (withdrawal of the ruptured balloon) and patient factors (access vessel calcification and/or tortuosity) may have been contributing factors to the femoral artery dissection. The complaint for sheath distal tip ¿ liner delamination was confirmed. No manufacturing non-conformances that would have contributed to the reported event were identified. A review of the device history record (DHR), complaint history, and manufacturing mitigations did not indicate that a manufacturing non-conformance would have contributed to the complaint. Available information suggests that procedural factors (withdrawal of the ruptured balloon) may have contributed to the reported event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate for the applicable trend category did not exceed the august 2018 control limit. As such, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.